Event description:
Event was reported to (B)(4) by an atty. The patient has suffered urinary retention, urinary incontinence, dyspareunia, decreased libido, bowel problems, constant pressure on the bladder, vaginal dryness and emotional distress. No further info has been provided.